Event description:
The hcp reported that the pt came to the clinic for suture removal in 2007 and it was noticed that he was leaking blood-tinged fluid from a spot in his incision. The pt had an abdominal wound revision; the pump and catheter were not altered. During the procedure, a large hematoma was discovered in the cavity with the pump. The pt recovered without sequela after the surgery. The pump was used to deliver baclofen.